Event description:
The manufacturer received information alleging an internal battery not charging alarm had occurred during preventative maintenance on a Trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, event not charging lithium ion, was observed on the device's error log. The service technician evaluated and determined the power management board had caused the internal battery not charging alarm to occur on the device. In conclusion, the device's power management board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the flow sensor was replaced due to a looseness of the connecting section. This was unrelated to the reportable issue. The blower and stirring fan foam were replaced for contamination unrelated to the reportable issue. The pollen filter, exhaust fan assembly, and forty-three micron filter was replaced for preventative maintenance unrelated to the reportable issue.

Manufacturer narrative:
The reported failure of the power management board is accommodated in the product risk management file as being linked to Hazard with description Loss of Function/Loss of Primary Function. Complaints for this failure are reviewed via the Post Market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.